Event description:
Subsequent information indicates that the patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that upon interrogation this right ventricular (rv) lead and associated device displayed intermittent pacing impedances of greater than 2000 ohms and high pacing thresholds. A fracture of the lead's ring was suspected but unconfirmed. The patient was referred to their electrophysiologist for consultation. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.